Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device passed all field return tests and inspections and was reconditioned. The returned device met all specification and evaluation tests. The reported condition was not able to be replicated. There is no indication of a product malfunction. Will continue to trend for future occurrences.

Event description:
Service required error code r2041 (hvm adc comparison test failure) was received on the customer support helpline queue. Customer care called the patient who reported hearing something but didn't remember the alert or how it cleared. Customer care asked if the patient changed the battery, confirming it cleared the code and signaled a working wcd. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.